Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was determined that multiple drawers had failed. A field service engineer (fse) found no failures in the application. The customer mentioned turned the machine off and on to resolve the issue. The fse accessed the back panel and reseated the ribbon cable connector on drawer board. Afterward, the fse launched hardware test application and completed the final test. The customer then signed in and successfully performed an inventory count on drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h imdrf annex f grid. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was determined that multiple drawers had failed. A field service engineer (fse) found no failures in the application. The customer mentioned turned the machine off and on to resolve the issue. The fse accessed the back panel and reseated the ribbon cable connector on drawer board. Afterward, the fse launched hardware test application and completed the final test. The customer then signed in and successfully performed an inventory count on drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.